Manufacturer narrative:
Product investigation summary: the returned 3.5mm hex screwdrivers were visually examined, showing wear marks on the distal end of the star drive leading it be worn. The complaint is confirmed. The parts and lot numbers are as follows: 3.5mm hexagonal screwdriver with t-handle part (314.131; lot 9176710). 3.5mm hexagonal screwdriver with t-handle (part 314.131; lot 1161621). Please note that eight (8) titanium click'x locking caps for ti3-d head were also included in the complaint as concomitant devices as there were no allegations of deficiency at the time of the complaint. The locking caps were not returned, so an investigation will not be performed on these parts. The complained 3.5mm hexagonal screwdrivers are part of the click¿x top loading system and the click¿x monoaxial screws and hooks system that is intended for posterior pedicle screw fixation. The screwdrivers can be used for the insertion of the screws and locking caps and the removal of the screw¿s locking cap. Upon visual examination of the complained devices, it can be seen that there are wear marks on the distal end of the star drive leading it be worn. Product drawings were also reviewed during the investigation with no design issues noted. Repeated use, as well has improper handling and/or excessive forces, most likely contributed to the complaint condition. However, there is insufficient information available to determine the exact root cause of the failure. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device history record review: manufacturing site: (B)(4) - manufacturing date: october 30, 2014. No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Device is an instrument and is not implanted or explanted. The complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that two (2) 3.5mm hexagonal screwdrivers with t-handles were slipping on locking caps during final tightening of a l4-5 extension procedure on (B)(6) 2015. Eventually, a non-torque handle was used to complete the procedure. A total of eight (8) locking caps were wasted in the process. The procedure was completed with an approximate five (5) minute surgical delay. No patient harm or further intraoperative incidents were recorded. This report is 1 of 2 for (B)(4).